Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were coming through with restricted access and required limited access permissions for specific patients. A technical support specialist (tss) dialed into the server and verified that the restricted access setting was enabled in the patient profile. The tss identified that appropriate user role permissions, including the ability to search facility patients with restricted access, were required for proper visibility. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, single patient was showing as restricted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.